Event description:
Inbound. Patient reports her cadd ms3 syringe alarmed low and empty a few hours earlier than expected and notes appears to be about 0.4 ml left in the syringe. Caller did not have wrapper to report lot number or expiration date. No further details provided.